Manufacturer narrative:
The defibrillation lead was capped and successfully replaced. All lead measurements were within normal range. Because the lead remains in the patient, it will not be returned for analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular defibrillation lead presented with high pacing thresholds. The associated device was replaced due to normal battery depletion and this lead was inspected during the procedure. There was no evidence of a fracture or that the insulation that had been repaired at an earlier date was damaged. In addition, there no reports of noise or variations on impedance measurements. This lead was connected with the new device and remained implanted. At a later date, it was reported that this lead had fractured. No adverse patient effects were reported.